Manufacturer narrative:
Due to characterization limit, e1: initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic balloon pump (iabp) freezes. There was no patient involved.

Manufacturer narrative:
After further review, it was determined that the device required only periodic battery maintenance and there was no malfunctions with the unit. Hence, the complaint is invalid and no follow up report is necessary.

Event description:
N/a.